Event description:
It was reported by the surgeon that the pt underwent a primary procedure to implant a distal femur replacement implant on (B)(6) 1998 and subsequently was revised on (B)(6) 2013 due to a fracture of the prosthesis.

Manufacturer narrative:
A review of the device history records indicate that the product was shipped according to specification. An x-ray review was performed and the reported stem fracture of the tibial component was confirmed. There is no indication that, on the imaging provided, the observed fracture was device related as no device or manufacturing related issues can be seen. The patient underwent revision of the distal femur. Based on the information provided a definitive root cause could not be determined. Further information such as product return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. However the device was in-situ for 15 years and observed fracture could be as a result of patient factors such as trauma, obesity, activity levels, disease progression or skeletal maturity and / or surgical or preferences and not necessarily related to the device itself. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed and tracked and trended. Common device name/product code was corrected from distal femur implant to limb salvage system/kro.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure to implant a distal femur replacement implant on (B)(6) 1998 and subsequently was revised on (B)(6) 2013 due to a fracture of the prosthesis. This is a supplemental report to 3004105610-2014-00124 ref. (B)(4).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Review of the info supplied confirms that this device has been implanted for 15 years. Fracture of the stem may be related to the age of the device, although this cannot be confirmed with the current available info. Requests are being made for additional info and a supplemental report will be provided if this info is received. Please note that this customer implant is similar to mets modular distal femoral implant (k120992).